Manufacturer narrative:
Additional information was received from the local field representative that a copy of device memory will obtained and submitted for analysis. The patient will be seen for a routine in-clinic follow up in one month. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy pacemaker (crt-p) showed a battery status of less than 0.5 years remaining with a magnet rate of 100ppm. The device had been implanted for one year, eight months. It was reported that the patient was in chronic atrial fibrillation (af) and the device had been programmed to high outputs due to higher right ventricular (rv) and left ventricular (lv) threshold measurements. The patient was pacemaker dependent. Boston scientific technical services (ts) requested a copy of device memory for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this crt-p was explanted and replaced two years later for reported normal battery depletion. No adverse patient effects were reported.